Event description:
Premature battery depletion was suspected. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device did not reveal any anomalies. A longevity calculation was performed and revealed the battery depletion was normal. Further electrical testing of the devices impedance, sensing, pacing, and high voltage output was performed and indicated no anomalies. Based on the analysis and information received from the field, no device malfunction was found upon analysis.